Event description:
Healthcare professional reported "textured to smooth implant exchange." Healthcare professional later reported "intracapsular very liquid rupture". Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Continued: e.1.: zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.